Event description:
This was reported as a closure of a calcified femoral vessel using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture from one prostyle device was successfully pre-placed; however, with the next 3 prostyle devices, cuff misses [suture retrieval issues] occurred due to the calcification. The suture of a new prostyle device was successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the 2 pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy (human tissue, calcified femoral vessel, etc.) Or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.